Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had a scale marking issue. The following information was provided by the initial reporter translated from dutch to english: no clear scale on syringe. The ink is not clear on scaling syringe. 1 ml syringe of which the scale is blurred. These are syringes with lot number 3332227.

Event description:
Post investigation findings revealed the additional failure of barrel / flange damage.

Manufacturer narrative:
Post investigation findings revealed the additional failure of barrel / flange damage. Five samples and one photo of 1ml luer-lok syringes (p/n -309628) batch 3332227 were received and evaluated. Four of the samples were received in sealed packages and one in an unsealed package with all samples having a scratch mark on the barrel extending through the scale markings and causing missing print. The photos received show the scale markings missing as described above. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and scale marking issues defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3332227 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.